Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. Mako field service engineer (fse) responded to the site the same day to check and test the system. The issue could not be reproduced, but a full preventive maintenance procedure and software reload was performed as precautionary measures. The rio was released for clinical use, and subsequent procedures were performed successfully with no issues observed.

Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant system. During tibial resection, the software froze, and the icon depicting tracking of the tibial array began flickering. A software reboot failed to resolve the issue. Only a small area of the tibia remained to be resected. Therefore, the surgeon decided to use a flat osteotome to remove the remaining bone. The mck manual instrumentation set was used to drill the peg holes. In the meantime, the rio was rebooted, and the surgeon was able to utilize the kinematic balancing software feature to confirm accurate case results.